Event description:
It was reported via repair work order that the brakes could not hold due to the brake cams being worn and the brake rings being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.